Event description:
A report was received that a pt was having difficulty charging the ipg due to the pocket location and experienced discomfort when seated as the ipg felt like it was stuck between her ribs and her hip bone. The pt's physician recommended a pocket revision in order to move the pocket to the pt's stomach.